Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, opening curved on posterior (patch/ shell bond edge) and yellow particles inner device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior (patch/ shell bond edge) and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior (patch/ shell bond edge) assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right deflation. Device has been explanted.

Event description:
Healthcare professional reported right deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Previous mw submission noted b.12 and b.14 in h.6. DHR request could not be completed due to insufficient device information.